Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: one opening on the valve, crease flat, white particles in the shell and crack valve. Leak test and microscopic analysis was performed which identified: one opening sharp on the valve bond edge, crack valve and non-penetrating nick on the valve bond edge. Based on the device analysis the final assessment is a cracked valve seat diaphragm valve, a sharp opening on valve bond edge (anterior) due to an unidentified (tear) opening and a non-penetrating nick.

Event description:
Patient reported right side deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.